Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 230 units of insulin, and after the delivery of a 6 unit bolus, the insulin gauge updated to 106 units from 105 units. The customer¿s blood glucose level was 180 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.